Manufacturer narrative:
(B)(4). Other device used: catalog #00784801300, kinectiv modular neck, lot #60907335, manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised due to pain, elevated cobalt and chromium levels, and suspected metallosis of the neck and head. Once removed, the femoral head and neck trunnion showed signs of metal wear and debris.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.